Manufacturer narrative:
A ge service rep performed an on site investigation. The milliamps were calibrated during the service call.

Event description:
The customer reported that the 9800 system closed down with a charger failure error and there was a high milliamps error. No pt injury was reported.